Event description:
The patient was on hypothermia protocol. The patient had been placed on meditherm iii wrapping garments and also a cooling blanket. Upon arrival for my shift, I noted the patient's temperature kept increasing steadily and the patient was both shivering and sweating. I assessed the patient and noted the wrapping garments to be cold. The patient felt cool. The room was very warm and I tried to adjust the thermostat. I notified doctor for orders. We considered paralyzing the patient and doing cultures. While turning the patient at 2045, I noted the cooling blanket underneath the patient was putting out extraordinary amounts of heat even though it was set to cool at 32 degrees. I attempted to troubleshoot the blanket and could not stop it from putting out heat instead of cold, even when turning down the settings. The rn came in to troubleshooting to no avail as well. Another rn came to help troubleshooting and said they had a problem with the machine the previous night; heating instead of cooling, but upon tightening some connections, got it to cool. I turned the machine off to just use the wrapping garments to control the patient's temperature. The patient's temperature came down nicely. Doctors came to the bedside and were not pleased that we had considered extra measures because of the machine failure.